Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was on outlet but the power source switched to the internal power source when the mode was switched to standby during use. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.